Manufacturer narrative:
Conclusion:the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient's parents reported a trauma in (B)(6) 2015 in which the patient fell and banged his head, since then the child no longer has any hearing sensation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parents reported a trauma in (B)(6) 2015, since then the child has no more hearing sensation. External parts are functioning. Re-implantation is considered.